Event description:
The advocate alleged that the customer's contour meter was reading too high. She stated that 9 months earlier, the customer received a high glucose reading and took insulin based on the reading. She alleged that the customer's glucose dropped too low as a result of the insulin and she was hospitalized. The advocate did not provide any additional information about the event. No product will be returned.